Manufacturer narrative:
Reported issue of ¿clip base is faulty.¿ the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, "the clip base is faulty." No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Mfg. Site name - (B)(4) medical. Visual examination of the returned resolution 360 clip device found that the clip assembly was detached from the bushing but was still attached to the control wire via the tension breaker and yoke. The clip prongs could not be opened, but the clip assembly could be deployed. One side of the clip prong was locked into the capsule and bent, while the other side of the clip prong was not locked in the capsule and the distal end of the clip arm was not returned. A kink on the control wire was noted. There is not enough information available to determine what caused the reported failure. Therefore, the most probable root cause for this complaint cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, "the clip base is faulty." No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.